Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware that the filter was tilted, five years and four months post implantation, after undergoing a computerized tomography (CT) scan. In addition, the patient has suffered blood clots, clotting, and occlusion of the ivc, emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient has a history of recurrent pulmonary embolus (pe) with left lower extremity pe, deep vein thrombosis (dvt) in the left lower leg popliteal tibial area with multi-lobar lung pe. Prior to the filter placement, the patient had a 50% face mask oxygen to keep saturation above 90. During the filter placement, the filter was deployed at the l2 level in proper orientation. The patient tolerated the procedure well. It was reported that patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the inferior vena cava (ivc) filter, blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient is also reported to have experienced, emotional distress, mental anguish, anxiety and stress. The indication for the filter placement was a history of multiple pulmonary emboli (pe) in the past, with new onset deep vein thrombosis (dvt) in the left lower leg popliteal tibial area with multi-lobar bilateral lung pe. Prior to the filter placement, the patient had a 50% face mask oxygen to keep saturation above 90. The filter was placed via the right common femoral vein deployed at the level of l2. The findings at the time of the filter implant noted that the filter was placed between the lowest renal vein which was the right renal vein and the vena cava bifurcation with approximately ten-degree tilt. The patient tolerated the procedure well. Approximately five years and four months post implant, the patient underwent a computed tomography (CT) scan which revealed that the filter was tilted. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity, as indicated in the procedural notes, tilt was identified at the time of implant, most likely related to vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.